Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the pressure monitor sensor (part number 7-204070-02). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer observed (B)(6) hbsag on the architect i2000sr analyzer. No impact to patient management was reported. The following patient data was provided: #1 (sid- (B)(6)): (B)(4) (original), (B)(4) (repeat): (B)(6). #2 (sid- (B)(6)): (B)(4) (original), (B)(4) (repeat): (B)(6). A second sample was collected for these patients and the results were (B)(6). There was no impact to patient management reported.